Manufacturer narrative:
The t:slim g4 user guide states, "check the luer lock connection between your cartridge tubing and infusion set tubing daily to ensure it is tight and secure. Leaks around the luer lock connection can result in under delivery of insulin". The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the luer lock was noted to be loose on two occasions. It was also reported that the customer has experienced intermittent elevated blood glucose (bg) levels above 400 (mg/dl) following on the first day of following an infusion site change. A correction bolus and/or manual injection was delivered to address bg levels. Do to both events occurring in the past, troubleshooting with tandem technical support was unable to be performed.